Event description:
During insertion of the catheter over the spring wire guide, the guide wire kinked and could not be removed. An x-ray showed the wire kink at the level of the clavicle. With further manipulation, the spring wire guide separated. Since there was no pt bleeding, it was decided to let the wire guide remain in place until the pt's condition improved. The pt later expired and an autopsy determined the primary cause of death to be from bleeding from a perforated first intercostal vein.